Event description:
It was reported that the patient experienced loss of stimulation and needed to have a major back surgery. The physician opted to explant spinal cord stimulator (scs). It was unknown if back surgery was device related. No further information could be obtained.

Manufacturer narrative:
Block b3- approximated based on the date of explant.additional suspect medical device components involved in the event:model number/catalog number: sc-2316-50serial number: (B)(6)batch/lot number: 17222832model/catalog description: infinion 16 lead kit 50 cmunique identifier (UDI):(B)(4) .model number/catalog number: sc-2316-50serial number: (B)(6)batch/lot number: 16780539model/catalog description: infinion 16 lead kit 50 cmunique identifier (UDI): (B)(4). Model number/catalog number: sc-4316batch/lot number: 17736997model/catalog description: clik anchorunique identifier (UDI): (B)(4) .